Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed and the pvl did not improve. A second valve was implanted and the pvl reduced to mild to moderate. No adverse patient effects were reported.